Event description:
A patient presented 11 days post hernia repair with a sudden onset of abdominal pain. A CT scan revealed a fistula (2 mm perforation of transverse colon). Patient was taken to surgery for removal of the implanted mesh, repair of the fistula and temporary colostomy. Patient is reported as recovering well.